Event description:
The facility reported a syndeo syringe pump that did not alarm that the pt controlled analgesia (pca) button was not working. This event occurred during pt use. The pt was unable to receive dilaudid via the pca button. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
The device has not yet been received in baxter for eval. A follow-up report will be submitted when the device has been received and evaluated.